Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 3 of 5. System error 2367 occurred and the tsr informed the hp to contact the registered nurse (rn) and inform them that the patient line became disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240 alarm. The hp stated they knocked the line loose while they were sleeping that night. The hp stated there were no defects or problems with the supplies they were using. The hp stated they had no injury or medical intervention from this incident and were continuing therapy without any further issues. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.